Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a gap between acoustic lens and ultrasound probe. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the ultrasound head was damaged due to the gap between acoustic lens and ultrasound probe. The most probable caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound gastrovideoscope had a damaged ultrasound head and the bonding showed signs of wear during maintenance. There were no reports of patient involvement.